Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device deemed reportable at conclusion of investigation on 04apr2023. Investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the drill guide for the 2.7mm universal drill guide had a portion of its surface bent, leading to a decrease of its internal diameter, preventing the intended passage of the drill bit. A dimensional inspection was not able to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the 2.7mm universal drill guide would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Yes, reviewed. Dimensional inspection: n/a. Device history: part:323.26. Synthes lot:5374013. Supplier lot: n/a. Release to warehouse date: nov 16,2006. Manufactured by: synthes brandywine. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, while attempting to pass a 2.7 drill bit through a guide, the guide was found to be damaged. Another guide was chosen and the surgery was successfully completed. There was no surgical delay. There was no patient consequences. Concomitant device reported: unk drill bits: trauma (part# unknown; lot# unknown; quantity: unknown). This is report 1 of 1 for (B)(4). This report is for a 2.7mm universal drill guide.